Event description:
It was reported in an article discussing lead revision surgery that one pt developed an infection at the lead and generator incision sites and had to have the entire device removed. The pt was later re-implanted after the infection was treated with antibiotic therapy. Good faith attempts to obtain add'l info from the author have been unsuccessful as the study occurred over a decade ago and he no longer works at that facility. He believes, he may have already reported these events but this cannot be confirmed as no pt and/or product identifiers were provided. Without this info, implant and explant dates cannot be established.

Manufacturer narrative:
Macdonald j, couldwell wt. Revision of vagal nerve stimulator electrodes: technical approach. Acta neurochir (wien). 2004; 146:567-570.